Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that the system experienced a period of optical instability. Customer care recommended that the user relink their sensor to allow the system to reinitialize and converge faster. Post re-link, the system was working within expectations with good agreement in the bg/sg. The user was advised to continue using the system and to call back if they had any more concerns. Per dms review, the user was using the system with up-to-date information.

Event description:
On april 13th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.